Manufacturer narrative:
Eval summary: the device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed the complaint an ECG malfunction (noise artifact and lead fault errors on multiple leads). The cause of the malfunction was isolated to a failed ic (integrated circuit) on the preamp circuit board. Analysis of historical service data concluded that failure of this ic is rare and demonstrates no adverse trend over time. The preamp circuit board was replaced to restore normal device function, and the repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer stated, that the device show ECG artifact and lead fault errors on leads I, ii, iii and on the pads leads. There was no harm to the pt as a result of the reported product problem.